Manufacturer narrative:
Correction: section d (1,2,4) and g5 were update to reflect unknown product. A rubber fragment was returned to applied medical for evaluation. Engineering analyzed the fragment and determined that the chemical structure of the fragment did not match any materials used to manufacture applied medical¿s products. Applied medical has reviewed the details surrounding the event and related products. At this time, applied medical is unable to determine the cause of the injury or confirm that a product malfunction occurred.

Event description:
Procedure performed: appendectomy. Event description: patient has had a laparoscopic appendectomy. Presented back at the hospital with abdominal complaints. 4 abcesses were found close to the incision site, on the small intestine and bladder. The surgeon also found several small pieces of grey plastic (rubber, semi-flexible consistency) on the infected tissue. One small piece was kept and will be returned. 5 and 12mm trocars were used during the original appendectomy. Translation: the patient had an appendectomy on (B)(6) 2019. A cff03 and 2 cff73 were used. The surgery was without complications. No particular incidents were documented. On (B)(6) the patient presented with lower abdominal pain. A laparoscopy showed, that 4 abscesses had formed. 2 immidiately on the staple line, and the others on the small intestine and the bladder. Also 3 grey rubberlike foreign bodies were found in the abdominal cavity, close to the abscesses. 2 were suctioned away, one foreign body was preserved. The doctor suspects, that the foreign bodies are part of the instrument seal of the cff03, and request corresponding evaluation. The trocars were not kept. The lot number is unfortunately unknown. Patient status: patient had to be re-operated after appendectomy - 4 abscesses were found. Patient status update received from field implementation team member by email on 17sep2019: the patient is ok now.

Manufacturer narrative:
The fragments will be returned to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: appendectomy. Event description: patient has had a laparoscopic appendectomy. Presented back at the hospital with abdominal complaints. 4 abcesses were found close to the incision site, on the small intestine and bladder. The surgeon also found several small pieces of grey plastic (rubber, semi-flexible consistency) on the infected tissue. One small piece was kept and will be returned. 5 and 12mm trocars were used during the original appendectomy. From cer form: die patient in wurde am 29.08.2019 appendektomiert. Verwendet wurde ein cff03 und 2 cff73. Die op verlief komplikationslos. Es wurden keine besonderen vorkommnisse dokumentiert. Am 05.09. Wurde die patient in mit unterbauchschmerzen vorstellig. Eine laparoskopie ergab, dass sich 4 abszesse gebildet hatten. 2 direkt an der klammernahtreihe, und die weiteren an dünndarm und blase. Weiterhin wurde 3 gummiartige graue fremdkörper im bauchraum in der nähe der abszessen entdeckt. 2 wurden mit abgesaugt, ein fremdkörper konnte geborgen werden. Der arzt vermutet, dass es sich bei dem fremdkörper um teile der instumentendichtung des cff03 handelt und bitten uns um entsprechende prüfung. Trokare wurden nicht aufgehoben. Lot nummer ist leider nicht bekannt. Translation: the patient had an appendectomy on (B)(6) 2019. A cff03 and 2 cff73 were used. The surgery was without complications. No particular incidents were documented. On 5 september the patient presented with lower abdominal pain. A laparoscopy showed, that 4 abscesses had formed. 2 immediately on the staple line, and the others on the small intestine and the bladder. Also 3 grey rubberlike foreign bodies were found in the abdominal cavity, close to the abscesses. 2 were suctioned away, one foreign body was preserved. The doctor suspects, that the foreign bodies are part of the instrument seal of the cff03, and request corresponding evaluation. The trocars were not kept. The lot number is unfortunately unknown. Patient status: patient had to be re-operated after appendectomy, 4 abscesses were found. Patient status update received from field implementation team member by email on (B)(6) 2019: the patient is ok now.